Event description:
It was reported that this pacemaker system exhibited jumpy pacing impedance measurements on both right ventricular (rv) and right atrial (ra) leads. These measurements ranged from 400 ohms to 1100 ohms, which remained within normal omits. Technical services (ts) analyzed device episode data and found that there was oversensing of noise on both lead channels as well. This system was evaluated in office and reprogrammed to unipolar sensing configuration. No adverse patient effects were reported. Currently, this right atrial (ra) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).